Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead helix would not extract or retract in the atrium during the implant procedure. The lead was extracted and helix extraction was tested outside the patient's body and the helix protruded after several turns. It was noted that the lead helix retraction also took several turns and the physician decided to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.